Event description:
The customer reported an intermittent image issue during the setup of the device involving an olympus video system center. Customer contacted olympus technical assistance support to report the issue and they verified system cabling and confirmed it was correct. The signal converter connected showed a red status light, indicating a possible hardware issue. Advised the customer to replace the converter and cables with known-good components. If the issue persists, the device should be sent in for evaluation. There were no reports of patient involvement.

Manufacturer narrative:
Date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.